Event description:
It was reported the patient had tried calling over 20 healthcare providers (hcp) and was having a hard time finding someone who would take her on as a patient since she was working with another hcp. The patient was working with a different hcp before she got the pump. It was further reported he did her back surgery and she ended up with complications with it, which is why she got the pump and the patient did not want to go back to that hcp. It was noted the patient¿s next refill date was coming up at the end of may. It was also reported the patient had to go in about one time every six weeks when she used to go in every three months. It was reported the medication in her pump was ¿oxidizing¿ and the hcp had to then drain the pump and put new medicine in. It was noted this had been going on for the last several months. The patient knew this was happening with the medication because she started hurting and it was not working as well as it should be. The patient¿s pain was mostly in her back, legs, and feet and it was reported she does have pain all over and has neuropathy. The patient had morphine in her pump up until about a month ago, but the hcp changed it to dilaudid and bupivacaine. Additional information received reported the patient¿s doctor in houston will no longer see pump patient¿s and the patient had called 30 different doctors and none were willing to take her on as a patient. It was also reported all these years they had been filling her pump with morphine and they just recently switched to dilaudid because the morphine was oxidizing for the last several months. It was reported it was unknown yet if that was happening with the dilaudid because the patient had only had two refills with it. The patient¿s refills were on (B)(6) 2014. It was noted the patient was still in pain for the last several months just not as bad. It was further reported the patient did not know what happened, but ¿the pumps not working the same. ¿ it was noted some days she could not get out of bed. It was also reported the patient talked to the hcp about removing it and the doctor said it would be insane because she would be in so much more pain, but to her ¿the pump was not functioning the same as it used to.¿ it was reported the patient had an appointment with a hcp on (B)(6) 2014 and was on a waiting list to get in earlier. The patient was nervous about getting her pump filled and the pump was due to have a low reservoir alarm on (B)(6) 2014. Additional information received reported it was crystallizing and oxidizing due to the patient¿s body temperature and that it was normal for that to happen. There is no information on whether the dilaudid was also doing it. It was noted the change in therapy began sometime in the beginning of 2014, and an exact date was not available. No troubleshooting or interventions performed or planned. The patient had not been seen or heard from. It was also reported the healthcare provider (hcp) was trying to get her a referral to a practice closer to her home, but they have been unable to reach her and have not heard from her. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).